Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent partial knee arthroplasty on an unknown date. A revision procedure was performed on (B)(6) 2014 due to possible infection. There was no infection noted during the revision procedure; however, an irrigation and debridement was performed and the tibial bearing was removed and replaced.